Manufacturer narrative:
Button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. No unexpected noise noted during our testing.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 144 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.